Event description:
The plastic cover at the proximal end of the power adapter that connects into the monitor has fallen off. It was discovered by the integra sales representative when performing education for skills fair at the user facility. How the problem actually occurred was inconclusive; it may have been twisted out (instead of pulled). It may have occurred while in the ICU during monitoring phase. No patient injury or surgery delay was reported to the sales representative. There was no replacement product available; the team has been able to hook up the power cord still. The prongs were not broken. Everything else on the cable was reported as being fine, except that the gray plastic part that keeps the power cable plugged in and covers the prongs was missing.

Manufacturer narrative:
Investigation completed 5/17/17. Method: device history review, trend analysis, failure analysis. The DHR was reviewed and no anomalies that could be associated with the complaint incident were observed. Date of manufacture: 2016 - apr. Service history review: no service history. Based on the complaint reported ¿monpwr monitor 18 v dc power adapter plastic cover has fallen off¿, a review of the customer complaints was completed using the following key words ¿monpwr damaged or broken¿ in the search criteria. The review encompassed dates 06-may-16 to 06-apr -17. A total of 156 complaints were reviewed of which there are 2 complaints which contained the search criteria. Additionally, the review verified that this complaint is the single complaint occurrence for the serial number under investigation for this complaint. Rate of occurrence: during the time period ¿may 16 to apr 17¿, the global product usage for cam02 monitors was calculated as (B)(4) usages, using the total quantity of cam02 monitor catheter sales sold to calculate the quantity of usages. One catheter is used per procedure, and is used as a means of quantifying the number of procedures undertaken. The quantity of complaints in the complaint review (2) can therefore be calculated as (B)(4) (occasional) of procedures. Conclusion: the evaluation verified the complaint as valid; the cause was identified as the monpwr was missing the connector cover. The cause of the connector falling off was not identified. Based on failure analysis investigation no corrective actions are deemed necessary.